Event description:
It was reported that the devices were used during a laparoscopic hernia procedure. It was reported by the rep that the surgeon attempted to fix mesh in place with an ems stapler. It was reported that the first (3) ems's opened would not fire and/or jammed after the first one or two staples were delivered. Two add'l ems's worked correctly and were used to complete the case without incident. There were no consequence to the pt.